Event description:
Patient in office for restylane injection augmentation. During procedure patient started coughing. When injection needle removed from patient's mouth, the end of the needle was missing. Imaging done, and it was not found in the patient.